Event description:
It was reported that the patient has been feeling the pump of this inflatable penile prosthesis (ipp) flat and larger than normal over the past month; he stated that he does not feel the ipp was ever very rigid. The patient went to the clinic and the physician inflated the device and indicated that it worked, but the patient did not think it was right. Troubleshooting guided by the patient services specialist was attempted to no avail. No additional information was provided.